Event description:
The MFR rec'd info alleging a ventilator was not cycling and the internal valve was stuck. The device was not in pt use.

Manufacturer narrative:
Eval of the device at the MFR's service center found the active exhalation control module was cracked and the circuit board retaining brackets were bent. The device's active exhalation control module and the circuit board module plates were replaced to address the issues. The damage was consistent with the unit being dropped. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.